Event description:
It was reported that a nurse was shocked by the pump. Nurse experienced some numbness in her hand and a headache.

Manufacturer narrative:
(B)(4). The customer stated that they could not identify the serial number of the device, but a device will be returned to sigma for eval. The device has not been returned yet. If the device is returned, an eval will be completed and a supplemental report will be submitted.